Event description:
During a cesarean procedure. The insturment was difficult to remove. The staples did not form properly. The surgeon completed the procedure without incident. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.